Event description:
Additional information was received from the patient. It was reported the battery went dead a little over a year after implant. The patient had been told that it would last 1 to 2 years. No steps had yet been taken to resolve the loss of stimulation and the eos message.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had reached end of service (eos) on the device. The device is now off/disabled and no longer is providing therapy. The patient needs to contact their healthcare provider (hcp) for replacement surgery. The patient reported that they can't feel stimulation. The patient alleges that the ins had an issue with longevity. The patient stated "wow, in a year?" When he was informed that the battery was at eos. The patient was told that the battery should last 2-3 years. The patient was scheduled to meet with their hcp on (B)(6) 2016 and planned on asking a manufacturer's representative present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.